Manufacturer narrative:
The product is not available for evaluation, as it remains implanted: additional information has been requested and will be submitted within 30 days upon receipt. This device is distributed outside the united states: however, it is similar to the drug eluting stents distributed in the united states.

Event description:
Approximately, fourteen months post stent implant, patient was hospitalized for restenosis downstream of the stent in the first diagonal. The report received from the e-france registry indicated that during the index procedure the patient was treated for a lesion in the first diagonal and one lesion in the proximal circumflex. As described, the lesion in the first diagonal, was "restenosis on a non-active stent", the lesion was 15 to 20mm long, eccentric with moderate calcification and angulation of 45 to 90 degrees. Dilatation was conducted and the 2.5x23mm cypher stent was implanted at a maximum pressure of 18 atm. During the one-year follow up with the patient, it was identified that the patient had "stable angina pectoris at rest". In 2006, the patient was hospitalized for restenosis downstream of the stent in the first diagonal.